Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist identified that the issue was related to electronic protected health information and not pyxis. After confirming there were no problems with the pyxis system, the customer requested to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station did not link with any medications that were loaded in the machine. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.